Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump displayed an error message when the cassette was inserted. They inserted the cassette, primed it, and an error message appeared stating that the cassette was not seated properly. They removed it and reinserted it. No more error message. At the end of the procedure, they found that the patient's knee was very swollen. They had trouble suturing and assumed it was a reaction from the patient.